Event description:
The customer reported that the left monitor went blank during set up for case.

Manufacturer narrative:
The ge rep ordered and replaced left monitor, tested unit by booting and making sure left monitor picture came up. No other issue noted.